Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power was confirmed. The fse observed that the focus lens and debris shield burned. Both components were replaced, restoring console's functionality. The malfunction found could have affected the device performance leading to the event experienced by the customer. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console had a noise and low power. There was no patient involvement.

Event description:
It was reported that the console had a noise and low power. There was no patient involvement.